Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an angioplasty and stenting procedure, stent marking issues occurred. An 8 x 82 x 12 mm epic vascular stent was placed in a calcified and slightly tortuous right external iliac artery. Post deployment the radiopaque markers on the proximal end of the stent appeared to be a centimeter apart. A 7 x 60 mm charger balloon catheter post dilated the stent. The physician then placed an 8 x 37 mm express stent to complete the procedure. No patient complications were reported and the patient¿s status is fine.